Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use two resolute onyx rx coronary drug eluting stents to treat a lesion. A 2.5x 38 mm resolute onyx device failed to cross the lesion initially. Subsequently a resolute onyx 2.5 x 15 mm was implanted. It was reported that after the onyx 2.5 x 15 mm was deployed the patient crashed and CPR was started.